Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.

Event description:
On (B)(6) 2013, it was reported that the pt noticed her infusion device would not turn on when she attempted to program a bolus for breakfast. She changed the batteries, but the device still would not turn on. She stated that the device did not provide any warning before turning off. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.